Event description:
It was reported that the right ventricular (rv) lead exhibited a progressive rise in thresholds. The patient experienced episodes of dizziness. The lead was capped and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.